Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and found bubbles in tube line 12, 24 and line 27. Fse replaced tube line 12, 24, 27 and ratio pump which resolved the issue. Fse primed the instrument and ran quality controls without errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported that they generated false high and low results for sodium (na), chloride (cl) and calcium (calc) with high anion gap on their unicel dxc 600 pro synchron system. The false high and low patient results were not reported out of laboratory. There was no effect to patient treatment in connection to event. Quality control prior to the event was within lab-established ranges. In addition, anion gap is a tool to assess the integrity of the individual analyte and this is not a diagnostic test.